Event description:
This event involved a patient who experienced controller faults alarms two years post heartware lvad implantation. The vad-coordinator heard a high alarm for vad disconnect on the controller; preliminary logs files review for this controller showed short pump stops. The controller was swapped immediately. The replacement controller was noted to be displaying a high priority alarm ¿no batteries¿ on the screen. The battery connections were checked and found to be correctly attached. Batteries and both controllers were replaced. No harm or injury to the patient was reported. Investigation is ongoing.

Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the controller met all requirements for release. The returned controller ran normally with no fault alarms or errors. This is one of five reports (3007042319-2013-00227, 00520, 00525, 00526 and 00527) submitted for devices related to the same event. No additional information will be forthcoming.